Manufacturer narrative:
Image analysis: the customer returned one image. The image shows the distal section of an amphirion deep. The balloon is detached and in two pieces, and inner member is detached and in two pieces. Product analysis: the device returned in three pieces. The proximal piece returned with a guide wire loaded. The guidewire was confirmed to be 0.014¿ and could not be removed from the device. The distal end of the inner member was detached and in two pieces. The balloon was detached from the outer shaft at the proximal balloon bond and also detached at approx. The center of the balloon. The distal balloon material was bunched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
An amphirion deep was being used for treatment of a plaque lesion in the left distal region of the peroneal artery. There was mild tortuosity and no calcification. A 6fr non medtronic sheath and a 0.014 non medtronic guidewire were used. A non medtronic inflation device was used with half contrast. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. It was reported that the balloon was used several times on right leg below the knee (btk) and then proceeded to right leg btk. After 1st inflation at distal peroneal artery, balloon detached and could only remove the catheter part. Under xray, both markers were confirmed to be left in the artery. Open surgery was then performed to remove the entire balloon in patient.